Manufacturer narrative:
Follow-up #1: date of submission 9/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: no defect was found. Unable to duplicate complaint. The cgm history shows 2 ¿sensor error 1¿ warnings post a bg calibration point on (B)(4) 2016. ¿sensor error 1¿ warning is defined as a discrepancy between the bg calibration entered and the actual bg reading. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr.. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿ sensor error 1¿ warning or any alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a continuous glucose monitor alarm issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.